Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant products: 0158 lead; implanted: (B)(6) 2009. Additional products: d1: heartware ventricular assist system ¿ outflow graft. D4: model #: 1125 / catalog #: 1125 / expiration date: 31-jan-2022 / lot #: 16113256-9759. D9: no. H3: no. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized with elevated ventricular assist device (vad) flows and power and a slight increase in lactate dehydrogenase (ldh). It was noted that the patient had a therapeutic international normalized ratio (inr). The patient received a heparin drip, and vad flows and power returned to baseline. The patient underwent computed tomography angiography (cta) which was suspicious for biologic/proteinaceous material collecting between the outflow graft and suspected gore-tex wrapping. The patient also underwent dialysis and vad flows were observed to be distinctly lower. It was noted that the vad hematocrit setting had been adjusted, and the adjustment and patient's possible lower volume status were suspected to have contributed to the lower vad flows. The patient was reported to be asymptomatic throughout this event. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the associated outflow graft (lot no. 16113256-9759) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed intermittent increases in power consumption and estimated flows within the analyzed period followed by a slight decrease in estimated flows beginning on 14/sep/2024. No alarms were logged within the analyzed period. Of note, the hematocrit (hct) setting was adjusted, which correlated with the decrease in estimated flows. As a result, the reported low flow and high power events were confirmed. The reported outflow graft external compression event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, incorrect setting of alarm thresholds, and/or constriction at the outflow graft, which may be due to the reported material between the outflow graft and the foreign graft. Based on the available information, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the site does not feel the material between the outflow graft and goretex wrapping is affecting the outflow graft (ofg) at this time.